Event description:
It was reported that at the end of the implant procedure the left femoral vein from the patient's previous extracorporeal membrane oxygenation (ECMO) site was being repaired by vascular surgeons. When the cannulas were removed, there was bleeding noted from the ECMO site. This was considered to be normal procedure. However, the controller the patient was on was knocked and became contaminated with blood. The driveline connection was also noted to have blood on it despite being wrapped in protective towels. The area was immediately dried. Some residue was left but was cleaned once the patient was in the ICU and had time to dry completely. There were no alarms related to this event and the patient was stable. Pump MFR # 2916596-2023-05203.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller, serial number (B)(6) became contaminated with blood during implant procedure was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation. It was reported that, the system controller was cleaned once the patient was in the ICU and had time to dry completely. There were no alarms related to this event and the patient was stable. The controller will not be returned at this stage. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 instructions for use covers all required steps for implant in section ¿surgical procedure¿. Section 6 covers the case where the pump cable connector is wet and section 8, ¿cleaning and maintenance¿ covers the steps for proper cleaning the system controller. Heartmate 3 instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.